Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was initially capped, reactivated for an upgrade procedure, and later removed due to pocket infection and erosion. During the reactivation of the lead, it was noted that the impedance measurements were undefined low for the rv coil and undefined high for the svc coil. The svc coil was programmed off. It was further noted that there was, "damage or an oversensing issue." Upon removal of the rv lead, it was noted that the lead had, "broke in two at the superior vena cava (svc) coil." The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.